Event description:
The surgeon was performing an andle repair when the anchor broke. The broken portion of the anchor was removed, which caused a delay of less than fifteen minutes. An additional anchor was used to com plete the repair. It is unknown if the surgeon pre-drilled prior to palcement of the anchor. No patient injury or complications resulted.